Manufacturer narrative:
The t:slim g4 user guide states, "never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer noted an air gap in the tubing. Customer reported a blood glucose level of 106 (mg/dl) and consumed yogurt to address bg level. Reportedly, customer disconnected from the luer lock after completing the load sequence rather than disconnecting from their body. Recommendation was made to disconnect at the infusion site when completing the load process to avoid unintentional delivery of insulin.